Event description:
It was reported that entrapment occurred. The patient presented for a may-thurner syndrome procedure. Vascular access was obtained via the right groin. An opticross 35 imaging catheter was advanced with no issues over a non-boston scientific 180cm guide wire to visualize a compression in the right iliac vein. After imaging was successfully performed, an attempt was made to remove the opticross over the guidewire but there was a lot of resistance. The catheter was pulled out of the sheath but could not be removed from the wire. The physician pulled forcefully and the catheter had to be peeled and ripped off the wire. The procedure was completed safely with an amplatz wire and another opticross 35 imaging catheter.

Manufacturer narrative:
B2b pro code (product code): obj, itx. The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the guidewire lumen was found torn near to the distal tip to the strain release section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that entrapment occurred. The patient presented for a may-thurner syndrome procedure. Vascular access was obtained via the right groin. An opticross 35 imaging catheter was advanced with no issues over a non-boston scientific 180cm guide wire to visualize a compression in the right iliac vein. After imaging was successfully performed, an attempt was made to remove the opticross over the guidewire but there was a lot of resistance. The catheter was pulled out of the sheath but could not be removed from the wire. The physician pulled forcefully and the catheter had to be peeled and ripped off the wire. The procedure was completed safely with an amplatz wire and another opticross 35 imaging catheter.